Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, and the imaging window detached. Functional test could not be performed due to the condition of the device. Based on the evidence, the as reported code of catheter difficult to cross the lesion is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it failed to pass due to calcification. The procedure was completed with another of the same device. There were no reported patient complications, and the patient condition was stable. However, device analysis revealed that the imaging window was detached.